Event description:
A customer reported an issue with the display on their precision xtra blood glucose meter. In addition, the customer reported that due to her meter not working properly, she experienced symptoms of hypoglycemia. She self treated with her normal oral diabetic medication, juice and aspirin to help alleviate her symptoms and no third party medical intervention was required. Upon product investigation, it was discovered the meter exhibited a display issue. There was no report of death or serious injury associated with this event.

Manufacturer narrative:
Product testing on the returned meter confirmed a display issue. Damaged display may occur when the meter is dropped resulting in pad failures that cause specific areas of the meter's lcd screen to be unreadable. Customers and retailers have been informed through the adc fa17aug2007 letter.